Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter was giving error 2 message. The medical affaris specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt felt that her blood glucose levels were high since she experienced symptoms of dizziness and blurred vision. She was not able to test on her meter due to the error 2 issue and went to the doctor's office. Her blood glucose was tested on the doctor's meter, but the result was not provided. The doctor gave her a pill to put under her tongue. Exact treatment/medication was also not provided. At the time of troubleshooting, it was verified that this was not a new product. The pt was unable/unwilling to answer if her testing technique was correct. The condition of the test strips was good. She was asked to retest on the meter and the error 2 message did not appear on the display. Therefore, the issue was resolved. This complaint is reported because the pt was not able to test on the meter at the time of concern and was given treatment by the doctor. The issue was resolved with troubleshooting.